Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior lumbar 2 vertebral body (partial) resection, spinal decompression, fusion fixation of titanium rete supporting bone autograft it was reported that on (B)(6) 2018, intra-op, while doctor used the set screw to tighten the final lock, the set screw occurred sliding wire. No patient complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual macroscopic visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The upper portion of the break off screw has already been separated from the lower break off portion. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.